Manufacturer narrative:
The patient¿s meter has been returned on 2/24/2015 and evaluated by lifescan product analysis on 3/5/2015 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a bad contact issue between spc pins and the strip. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(4) 2015, the reporter contacted lifescan (B)(4) alleging that the subject meter (onetouch verio2) had a loose test strip port. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.